Manufacturer narrative:
On 8/28/2019, the mentor failure analysis lab has received the device for evaluation. Mentor became aware that the concomitant device was the following: 300cc mentor smooth round moderate profile saline catalog: 3501645 lot: 6454153. On (B)(6) 2019, mentor became aware that the patient also experienced capsular contracture; baker grade unknown, post-operatively. Mentor also became aware that the patient had undergone bilateral removal and replacement with the following devices: (left) 500cc mentor memorygel breast implant catalog: 3505001bc lot: 7654846 sn: (B)(4) and (right) 500cc mentor memorygel breast implant catalog: 3505001bc lot: 7641052 sn: (B)(4). On 9/13/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample it was observed to be intact. Leak testing revealed there was leakage from the valve. No additional anomalies were observed. The second product received is related to a concomitant device, there are neither deficiencies alleged nor patient injuries. Therefore no further investigation is required. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Deflation, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with a 300cc mentor smooth round moderate profile saline breast prosthesis, experienced left side deflation post-operatively. As a result, the patient underwent removal on (B)(6) 2019.